Manufacturer narrative:
A review of the device history records was preformed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical september 2014 complaint report was reviewed for the xcela PICC product family and the failure mode for "hub extension tubing detached." No adverse trends were indicated. Visual examination of the returned PICC showed that the molded luer was completely detached from the extension tube with the blue clamp and was not returned for evaluation. The fractured end of the extension tubing did not show any abnormalities/thin spots. The evaluation of the returned sample did not reveal any molding/manufacturing related non-conformance, i.e., no sink marks, short shots or heat damage. The extension tubing was cross-sectioned, measured, and found to meet ID and od specifications and not show any wall thickness abnormalities. Although a definitive root cause for the failure is unable to be determined, a potential root cause is believed to be erosion of the tubing due to prolonged exposure to alcohol and/or a similar cleansing agent. Extended chemical exposure may weaken the tubing-to-hub joint and make it more susceptible to fracture during handling of the hub/extension tubing during PICC access. A contributing factor may also be excessive twisting of the hub-to-extension tubing joint during site cleansing. Manufacturing process controls for the PICC device includes a 100 percent visual inspection of the tubing/luer interface, tensile testing of the molded luer-to-tube connection, a guidewire insertion test for lumen patency, and 100 percent leak testing. The directions for use packaged with the device contains information for the end user to reference in order to maintain the integrity of the catheter. The information that is provided includes, but is not limited to the following: (B)(4).

Event description:
As reported by hospital in (B)(6), a patient noticed that the hub of one of the lumens of the PICC fell off. The patient came to ed, complained of the broken line, then was sent to interventional radiology to replace the broken PICC line. No injury or complications to the patient occurred. The used PICC has been returned to navilyst medical.